Manufacturer narrative:
A ge service rep performed an on site investigation. The surge suppressor was replaced. The system is now operating as intended.

Event description:
The customer reported that the workstation started smoking then stopped working. No report of pt injury.